Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4)

Event description:
It was reported that the device reached elective replacement indicator (eri) after three years and unexpected longevity is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.